Manufacturer narrative:
The customer reported, troubleshooting indicates bad image intensifier, and replaced ii with no help; re-installed original ii. Further troubleshoot to intermittent interconnect cable, ordered and replaced interconnect cable, tested system. System is repaired and operating as intended.

Event description:
The customer reported, no image displayed. No patient injury was reported.